Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Customer (person): phone: (B)(6). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that an entuit secure gastrointestinal suture anchor inadvertently remained in the patient after a percutaneous cecostomy catheter placement procedure. The device was used at the level of the caecum to place a cecostomy catheter without issue. Following the procedure, a portion of the device remained inside the patient, requiring removal from the patient's "transparietal section" (presumably within the peritoneum) under laparoscopy. No other adverse effects to the patient have been reported. Additional information regarding the device and event has been requested but is currently unavailable.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was provided on 07jun2021. The endoscopic cecostomy took place on (B)(6) 2020. When asked to provide the date of the laparoscopic procedure to retrieve the portion of the device left behind a response of "the anchors were surgically removed on (B)(6) 2021." The device had been implanted at the level of the cecum; the correct position could be confirmed on an abdominal CT-scan performed on (B)(6) 2020.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Investigation ¿ evaluation: it was reported to cook that an entuit secure gastrointestinal suture anchor set was being used during the placement of a cecostomy catheter without incident. The device was placed at the level of the caecum. The patient required a laparoscopy procedure to remove the suture anchor from the "trans parietal" (assumed to be within the peritoneum). This incident was reported by (B)(6) , in belgium. No adverse effects were reported. A review of the complaint history, device history record, instructions for use (IFU), and quality control procedures were conducted during the investigation. The complaint device was not returned; therefore, no physical examinations could be performed. There is no evidence to indicate the device was manufactured out of specification. However, a document based investigation evaluation was performed. A device master record (dmr) review was performed and quality control procedures associated with the complaint were identified. Cook concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The risk document shows controls in place to address the failure mode. The device is shipped with instruction for use (IFU) which provides the following information to the user related to the reported failure mode: instructions for use: ¿6. While maintaining slight tension on the trailing suture, introduce the distal spring coil of the wire guide into the needle and use it to push the anchor out of the needle into the stomach cavity. Maintain slight tension on the suture during anchor placement. 9. While maintaining traction on the suture anchor, remove the wire guide. 11. Using fluoroscopic or endoscopic visualization, place the gastropexy anchors in a 2-, 3-, or 4-point configuration. Be sure the anchors are positioned such that they will not come into contact with the inflated gastrostomy catheter balloon. Note: use of a single-point gastropexy bolster anchor is not recommended. Note: the sutures may be left in place for 10 -14 days while tract formation is completed, or they may be cut after gastrostomy catheter placement. This releases the anchors into the stomach, allowing their passage via the gastrointestinal system.¿ a review of the device history record (DHR) was also conducted as a part of the investigation to check for failure related nonconformances and additional complaints. The DHR for the complaint lot recorded no nonconformances. Cook also completed DHR reviews on related suture/anchor sub-assemblies which both recorded a related non-conformance; one device from each lot was scrapped due to an inability to move the retention mechanism. A data base search revealed no additional complaints for lot# 13184602 from the field.. Adequate inspection activities have been established, there is objective evidence that the DHR was fully executed, and no other lot related complaints that have been received from the field. It was concluded that there is no evidence that nonconforming product exists in house or in field. Based on the information provided and the results of the investigation, a definitive cause could not be established. The appropriate internal personnel have been notified. Per the quality engineering risk assessment no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.